Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration, via an implantable pump for intractable spasticity. It was reported on 2016-nov-07 that the patient ended up in the hospital with a roaring staphylococcus infection two weeks after a pump replacement on (B)(6) 2016. In regard to the pump replacement procedure, it was indicated that the pump lasted seven years so it was due to be replaced. It was noted that the incision never looked right after the pump replacement surgery. The patient was on high-powered antibiotics and spent a week in the hospital. The pump was then explanted but the patient was still fighting the infection and had a peripherally inserted central catheter (pic line) with vancomycin. It was noted that the patient then had terrible withdrawal from the pump being explanted and was sweating. It was also reported that the patient started leaking spinal fluid through the small incision near the catheter in the back and was then leaking blood through the incision and the patient was brought back to the hospital. The patient was treated at the nursing home by the wound nurse and it healed within several weeks. It was noted that the patient was now on oral baclofen. It was reported that the pump was a good solution for the patient and that oral baclofen was not the same but the patient could not have the pump therapy anymore. It was indicated that nothing was wrong with the product and that the issue was a surgical infection. The patient was going to see the managing pump physician on (B)(6) 2016 as a follow-up. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.